Event description:
The account alleged that a person became entrapped between the base frame and the upper frame on a stretcher when the upper frame lowered on them.

Manufacturer narrative:
The tech investigated the alleged incident and the account stated that housekeepers were cleaning the stretcher while it was in the fully raised hi/lor position. One of the housekeepers reached through, above the base frame, to reach the other side of the stretcher base to clean it, when the stretcher foot hi/low lowered onto her, pinning her under the stretcher. The tech found the base shroud velcro was no longer holding the base shroud into position due to being dirty and worn. The tech stated that the loose shroud was on top of the foot hi/low down pedal and this is what caused the stretcher to release when the house/keeper leaned on it. The tech installed a new velcro to secure the base shroud to the frame to resolve the issue. The account stated the housekeeper received physical therapy for an alleged upper back and shoulder soft tissue injury.